Event description:
It was reported that upon interrogation, an elective replacement indicator message was displayed. On (B)(6) 2013 the elective replacement indicator alert was cleared and interrogation was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.